Manufacturer narrative:
(B)(4).

Event description:
It was reported that at 5,000 joules, lasing at 60 and 30 w, the fiber tip was damaged. The case was completed using an alternate procedure (turp). The patient was reported to be "doing well, without bloody urine." There was no patient injury reported.

Manufacturer narrative:
Failure analysis for fiber 0010-2093-541j-1189: the fiber cap exhibits drilled through condition; the glass cap exhibits devitrification at the output area; the heat shrink tubing open end exhibits partially erased blue arrow indicator. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.